Event description:
During a remote follow up, episodes of oversensing were observed on the device. Technical support was contacted and noted the oversensing was post paced t wave oversensing due to fusion. Technical support recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating reprogramming was performed to resolve the event. The patient was stable.